Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tubing was leaking from the luer lock connection which connects to the infusion line. No adverse patient effects were reported by the customer.

Manufacturer narrative:
D4 UDI: (B)(4). Device evaluation: we received 4 devices for investigation. Visual inspection performed and found a crack is observed in two samples at the circuit connector which could cause leakage. No damage was found with the other two cassettes. Functional test performed and unit 1 and 4 failed the leak test. The reported complaint was confirmed. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.